Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Finally, the disposable pressure transducer involved in this case was received for evaluation. The reported event of tubing disconnected was confirmed. Yellow dpt tube adapter, where IV tube was bonded to the male connector, was completely broken from the male connector. The broken part of adapter remained inside of IV tube. Cross surfaces of broken adaptor appeared uneven and rough. No other visible damage or leakage was observed from the returned kit.

Manufacturer narrative:
Product evaluation revealed that the IV tubing detached instead of the pressure tubing. Then, it was confirmed by the customer that it was indeed IV tubing that detached. The hospital did not really distinguish the tubing initially. If a detachment/separation occurs on the IV side of the flow restrictor, the potential for blood/fluid loss is remote. Breakage typically occurs in the package and renders the device unusable. A small number may not have a complete break and will result in an obvious leak during the flushing process, prior to connecting to the patient and will be immediately detected. If tubing breakage occurs during use, it would most likely be identified by a small amount of fluid leakage. Because of the dpt flow restrictor, the potential for blood loss is remote. The system can be exchanged with a minimal delay in treatment or monitoring. Therefore, this event is no longer considered reportable and this correction is being submitted.

Event description:
As reported, after connecting this pressure monitoring set as per standard procedure during device preparation, the IV tubing detached causing saline leakage. The issue was solved replacing the sensor immediately. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
It was informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review h3 other text : discarded.

Event description:
As reported, after connecting this pressure monitoring set as per standard procedure during device preparation, the pressure tubing disconnected causing saline leakage. The issue was solved replacing the sensor immediately. There was no allegation of patient injury. The device was not available for evaluation. Patients demographics were unable to be obtained.